Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable results from a coaguchek xs meter. The serial number was requested but was not known. The meter result was 7.3 inr and healthcare provider coaguchek xs meter result was 4.0 inr. On an unknown date, the meter result was 5.1 inr and the laboratory result was 3.8 inr. The laboratory reagent used was requested but was not known. There was no allegation of an adverse event.

Manufacturer narrative:
The customer was not required to return any materials for investigation. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Retention test strips of all strips in the market are tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on a regular basis. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. The retention material complies with the specification, based on requirements of the regularly retention testing process of the qc department. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.